Manufacturer narrative:
(B)(4). Device was received and is currently in the process of being evaluated. Upon completion of baxter's investigation, or if any other additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and no issues were found related to the reported condition. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified through an event history log review. The cause was determined to be a false empty detected and the initial drain alarm setting was inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain error 101 (night drain #1) alarm that occurred on the homechoice device during drain one of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The patient also reported feeling bloated or full. The patient was to complete therapy using continuous ambulatory peritoneal dialysis, and the technical service representative discussed its use with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.